Event description:
Caller reported an issue with a cgm error 42. Blood glucose level was 95 mg/dl, which is within the normal range. Technical support provided information for a complete pump reset and assisted the caller through the reset process. After completing the reset, the cgm error did not reoccur, allowing the caller to successfully start a new sensor session.